Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the device motor was blocked, seized, and rough running. Therefore, the reported condition was confirmed. It was further determined that the bearing and motor were defective. The assignable root cause was due to strain/wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor was blocked, seized, and rough running on the air pen drive device. It was noted in the service order that the power on the device was not enough and the bearing and motor were defective. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report